Manufacturer narrative:
H.6: the evaluation of the lens confirmed one haptic was bent and the optic was damaged. A presence of dried clinical solution and blood was noted on the lens. This report was mailed in to FDA on: 4/15/1998.

Event description:
Nurse reports the lens was defective and no pt injury was experienced. In addition she reports that if this incident were to recur it could result in pt injury.